Manufacturer narrative:
This report is submitted on august 03, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to an infection (site of infection not confirmed). It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the implant site and an extrusion of the receiver/stimulator. Device analysis report attached. This report is submitted on (B)(6), 2023.

Manufacturer narrative:
Per the clinic, the patient experienced a skin breakdown at the implant site. The patient was treated with oral antibiotics for a duration of 7 days (specific date not reported), another oral antibiotics for 1 month course (specific date not reported) and a topical antibiotic (specific date and duration not reported) used directly on the skin but the issue did not resolve. This report is submitted on october 10, 2023.